Manufacturer narrative:
Section d10 references: product ID b35200 lot# serial# (B)(6) implanted: (B)(6)2021 explanted: product type implantable neuros timulator medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer who reported they were supposed to go for an MRI a few weeks ago, but it showed ¿something was impeding it.¿ they saw their healthcare provider (hcp) who rebooted the device, and it passed the impedance test. They then tested impedances 5 minutes later and it didn¿t pass.